Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician met resistance when inserting 14f device into manta sheath. 14f manta sheath kinked. A piece of the 14f manta valve separated from sheath. Physician removed original device and sheath and deployed second 14 f manta device in artery. Additional information received on 26jul2022 - it was reported that the second deployment of the manta was successful. Additional information received on 26aug2022: during the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. The bypass tube did not buckle, and the physician met severe resistance inserting the 14f manta. Current patient condition is reported as fine.

Manufacturer narrative:
One unit returned to teleflex for evaluation. The manta was not deployed. The button valve was torn and a small piece was missing. There was no other damage to the sheath. There was a kink on the delivery tube near the toggle and bypass tube. The device history lot was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube did not buckle when met with resistance; however, the manta sheath kinked, and a piece of the valve separated from the sheath. The physician removed the first 14f manta device unit and sheath and opened a new manta device unit and sheath (from the same lot number) completing the closure procedure successfully. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.